Event description:
It was reported that an atrial lead fracture was observed. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and the outer insulation was breached in a depression near the connector. The lead and all the conductors were distorted assumed to be due to the explant procedure. There was blood/body fluids at various locations throughout the lead and in/on the helix mechanism. There were cuts and cosmetic depressions on the outer insulation at various locations thoughout the lead. The inner insulation was cut near the tip/ring electrodes. There was cosmetic environmental stress on the tip to ring spacer.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.